Manufacturer narrative:
As reported, during the case the nd probe tip did not fit onto the disposable piece and falls off. Hospital contact subsequently inspected the device and was able to attach the probe securely. The customer did not return the device for evaluation and retained the probe. The probe is reusable and will wear over time and can impact the ability of the device to secure. The instructions-for-use supplied with the device states: ensure that the probe tip is fully seated. Always inspect probe tips for damage. Do not use if damage is evident. Note, the date of event is considered to be best estimated as (B)(6) 2021 based on the reported event. Not returned.

Event description:
Customer reported that the reusable 10 mm irrigation qd probe tip did not fit onto the nd irrigation tubing set. It was reported that it falls off during the case. Contact reported that no patient harm has resulted, but that it also happened several weeks ago with a different 10mm tip. Alleged they did not hear or feel the indicative clicks that usually confirm the product is secure. The contact was unable to provide case specific details to know if the problem resulted in a possible detachment in use on the patient or if a fluid leak presented with this event.